Event description:
The customer reported the transformer got very hot and melted a hole in the body portion and smelled electrical.

Manufacturer narrative:
A replacement transformer was shipped to the customer and the original requested for return at the time the complaint was received. The customer confirmed at that time she had disposed of the part. Therefore, no definitive conclusion regarding the reported event can be reached. However, should the part become available, or add'l info be obtained, a supplemental report will be submitted at that time.